Event description:
Technical services received a call on (B)(6) 2011. Caller stated, that this ra lead needed revising. X-ray showed, a lack of slack. Threshold was 3.5. Lead was removed. No adverse patient effects. Physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).